Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed one occurrence of system fault 218. Visual inspection of the returned product showed no abnormalities in the device. The stress test to replicate the fault of the returned product confirmed the device operated as designed. Based on all available evidence, it is possible that the cause of the one-off occurrence was a software error when the device was manually shut down; however the investigation could not reproduce the fault condition. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
Ref imp (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).